Event description:
A surgeon reports that a pt is experiencing visual disturbances following cataract surgery. The distrubances are described as reflections of light. More information is being sought.